Manufacturer narrative:
The gluc3 reagent lot number was 91106301 with an expiration date of 31-dec-2026.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas 4000 c311 stand alone system. The initial result was 200.2 mg/dl. The result from a sodium heparin tube was 101.3 mg/dl. The repeat from a tube with separator gel was 157.5 mg/dl. After recalibrating and running qc, the samples were repeated: on (B)(6) 2026, the result from the tube with separator gel was 82.5 mg/dl. The result from the sodium heparin tube was 95.4 mg/dl. No questionable results were reported outside of the laboratory.